Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl and 300 mg/dl. Customer stated insulin pump had insulin flow blocked alarm. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Troubleshooting was performed. The device will not be returned for analysis.